Manufacturer narrative:
(B)(4). It is currently unknown as to the treatment that was given to the patient in response to the conditions discovered, so it is unknown if the sutures were removed or if reoperation was required. All the information included on this report is the only information that has been provided by the reporter.

Event description:
According to the reporter; the patient coughed prior to being extubated and upon emergence from anesthesia and application of dressing, a "popping" noise was heard. Surgeon needed to investigate the surgical wound. Suture broke.